Event description:
A site representative reported that during an ent case, the suctions were not tracking. They have green status but red crosshairs after they moved the system and re-positioned the emitter. Surgeon felt inaccurate by 1.2 cm with the suction. Surgery was completed without the use of the medtronic suctions. There was no impact on patient outcome.

Manufacturer narrative:
Per medtronic (B)(4) area manager, (B)(4)-2010, neither the surgeon or the hospital has patient information on record. Device manufacturer date was unavailable at the time of this report. The device has not been returned to the manufacturer.